Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 9. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction happens again.